Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11979. It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was exhibiting noise. It was further noted that the patient's right ventricular lead was exhibiting noise and was failing to capture. The atrial lead was explanted and replaced. The physician opted to not intervene with the right ventricular lead. The patient was stable.